Manufacturer narrative:
A medwatch was not reported from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information. This product was being used for treatment, not diagnosis. The patient's current condition and long term prognosis is good with no additional follow-up care required as a result of this event. This event has been classified as intervention, to remove a device fragment that resulted in a delay of surgery of approximately one hour, and not necessarily intervention to preclude permanent impairment of a body function or permanent damage to a body structure. All portions of the device in question were received by medtronic indicating no device fragments were left in the patient. Visual inspection under a microscope showed that the shaft of the bur fractured 2.9mm from the tip. A review of all the complaint history indicates only one other complaint for this product. No patient injury was indicated. The instructions for use statements for the product include, but are not limited to: "should a bur fracture during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient."

Event description:
During a cochleostomy procedure, the bur tip broke off and was removed from the patient in the same procedure.